Manufacturer narrative:
The reported event was addressed. The caller stated it was only surface level and not internal, but they were able to use it during the procedure. Caller would reprocess scope and put back into circulation. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of schoelly camera head was melted cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the near infrared (nir) handheld camera head had melted on the surface level. Caller stated it was only surface level damage and not internal, but they were able to use it during the procedure. The procedure was completed with no reported injury.